Manufacturer narrative:
(B)(4). Date sent: 4/21/2026. D4 batch #: investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned samples revealed that the devices were received with no apparent damage. No electrode was returned. The device was connected to the generator and it worked as intended. There were no anomalies noted with the functionality of the device. The instrument was tested for continuity by pressing the coag and cutting buttons and no anomalies were noted with the functionality of the device. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. No lot or batch were provided, bhr could not be performed.

Manufacturer narrative:
(B)(4) date sent: 3/25/2026. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 2/27/2026. D4 batch #: unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a thyroid incision procedure, the surgeon reported an incident involving the electrosurgical pencil (bovie). The surgeon stated that while she was using the bovie and went to set it down, she felt a tingling sensation in her arm. She then looked down and observed that the bovie was activated even though she was not pressing any buttons. A burn hole was noted on the sleeve of her surgical gown. No patient consequences.